Event description:
Reporter alleged blood glucose measured 199 mg/dl back to back with a result of 87 mg/dl performed within less than 10 minutes of each other. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.